Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a bone biopsy procedure, the biopsy needle detached and was left within the patient body. The patient was transferred to surgery for removal. Total removal of the detached needle was unsuccessful, part of the introducer needle remains within the patient's vertebrae. No additional injury to report.